Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The sample was received and evaluated. The set was tested underwater at 8 psi with leak noted from cut/hole 1 5/8 from sleeve in closed position. The complaint was confirmed in the lab for leak.

Event description:
A nurse reported to baxter (B)(4) that a leak in the transfer set occurred, during use. There was patient involvement but no patient injury or medical intervention was reported along with this complaint